Event description:
The explanted device was received at WW headquarters by the investigation team.Additional information has been requested from the field. However no further information has been received.

Manufacturer narrative:
Conclusion: Damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Furthermore, no information regarding the reason for explantation was obtained; the fractures are most likely considered the cause of the incident. This is a combined initial and final report.